Event description:
It was reported that the patient presented in clinic with a painful right knee. Primary surgery was in 1994. In 2017, tibial component was revised for pain to mbt revision tray and lcs vvc poly. At that time, femur was found to be well fixed and surgeon elected to not revise it. Patient was asymptomatic until a few months ago. They elected to perform a single stage revision for suspected femoral loosening. After exposing the joint space, surgeon removed the tibial insert and tested the tibia. It was well fixed and elected not to revise it. Surgeon suspected the femoral construct was loose. They used a flexible osteotome to break the cement interface. The implant was not grossly loose but not well fixed either. Surgeon then revised the femur. No instrumentation was lost or broken during the surgery. There were no time delays. Doi: unknown, 1994, dor: (B)(6) 2025. Affected side: unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available. H3, h6: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. No device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.